Event description:
A nurse called to inquire info on how to test the pump as the customer was hospitalized two weeks ago for high bgs. The customer still reamined in the hosp and has been treated with insulin drip. The pump was empty and the basal rates were zero at the time of call. Instruct the nurse to call back or have the pt to call back to perform the troubleshooting in the pump.